Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported post complex stenting procedure the patient¿s atrial lead had chronically high thresholds. There was over sensing on the atrial lead in the unipolar configuration. The ventricular lead had diminished sensing. Pocket stimulation was noted in both leads in the unipolar configuration. Both leads will be monitored and remain in use. No patient complications were reported as a result of this event.